Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported broken fiber tip event. The fiber tip was attached/present on the fiber, and the hene (helium-neon) laser fixture did not identify any breakage along the fiber length. Visual analysis identified a distal circumferential fracture. The metal cap exhibited mild debris on its surface, indicative of tissue contact. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. The fiber passed the connector segment verification test, indicating there were no connection issues. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, there was no broken fiber tip, and the procedure was completed without patient complications. The interaction between the user and device caused or contributed to the observed fiber damage. The information reasonably suggests that the identified distal circumferential fracture with the firing output rate below the threshold for potential patient harm is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported detached fiber cap.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip was broken. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip was broken. The procedure was completed using another fiber without patient complications.